Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported an ongoing skin reaction at various pod application sites. The patient reported recurrent redness, soreness, itching, inflammation, and bleeding at the pod site. The patient reported similar reactions had occurred previously and later recurred with continued pod use. The patient reported a prior consultation with a diabetic nurse at a local hospital "one year ago". As no specific date was reported, the date of occurrence has been selected (B)(6) 2025. According to the patient, a healthcare professional diagnosed an adhesive allergy related to the pod and sensor and prescribed cavilon spray for skin protection. The patient reported the cavilon spray did not improve symptoms and was discontinued. The patient reported subsequent self-treatment with over-the-counter hydrocortisone. The patient reported use of stocare spray for pod removal.